Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular procedure was performed for severe stenosis with calcification in the left common iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). A 0.018-inch guidewire was used, and via the left radial artery approach, a guiding sheath (britetip ladianz) was inserted. The vbx device was advanced through the guiding sheath to the target lesion. Upon unsheathing the vbx device to expose the stent graft, it was found that the vbx device had advanced beyond the target lesion toward the distal side. Therefore, the vbx device was withdrawn into the guiding sheath; however, the stent graft became caught at the tip of the guiding sheath and dislodged from the delivery catheter. It was reported that no pre-dilation was performed prior to insertion of the vbx device. Since the delivery catheter had separated from the stent graft, a balloon catheter (sterling 8mm × 40mm) was advanced into the dislodged stent graft and used to expand it. As the deployed stent graft did not fully cover the lesion, an additional stent graft was implanted. The patient tolerated the procedure. No adverse consequences to the patient were reported. The physician reportedly stated as follows: there was no issue with the vbx device itself. The event is considered to have resulted from procedural factors, including the use of a 0.018-inch guidewire, the absence of pre-dilation, and the attempt to withdraw the exposed device back into the sheath.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.